Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d274trk implantable cardioverter defibrillator: (B)(6) 2010. A 4076 implantable pacing lead: (B)(6) 2006. A 6935 implantable tachy lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had possible early battery depletion. It was also noted that the left ventricular lead had an elevated threshold. The device was replaced. The left ventricular lead threshold was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.